Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. It was reported that patient underwent bilateral laparoscopic uterosacral ligament vault suspension, sling removal of eroded sling and cystoscopy on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent tlh, bso and surgisis sling implant on (B)(6) 2008 due to uterovaginal prolapse, cystocele, recurrent sui, urethral hypermobility, menometrorrhagia, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/27/2016. Additional information: age at time of event, date of birth, other relevant history. (B)(4). It was reported that following insertion the patient experienced abnormal uterine bleeding, urinary urgency and frequency, nocturia, blood in the urine, incomplete bladder emptying, pressure, and discomfort.